Manufacturer narrative:
The investigation is ongoing. The device has not been returned.

Event description:
As reported, it was a case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. The patient was seen to have small femoral diameter with minimum vessel diameter of 5.3mm in the rfa and 5.2mm in left femoral artery (lfa), however, there was no vessel calcification and minimal tortuosity of the vessel. After femoral punctures, the right puncture was seen to be slightly lower and near the bifurcation at lower 1/3 of femoral head. It was decided to proceed with the procedure. The esheath went in without resistance, however, there was patient discomfort. There was extreme push force noted and the valve remained stuck at the pelvic rim, about 5-10cm within the esheath. The decision was made to abort the case and removed the system. Another attempt was decided to proceed with a 26mm non-edwards valve. The non-edwards valve system was unable to go through the vessel either and was stuck in a similar position within the pelvic rim, with extreme patient discomfort. The decision was made to abort the case completely and reassess the patient at a later date for conversion to potential treatment by surgical avr or alternative access tavi. An intimal dissection in left common femoral was noted at level of which the valve become stuck. No extravasation was noted. It is not possible to confirm which device caused the dissection. The vessel was ballooned by 5mm peripheral balloon to restore flow and a peripheral stent was implanted. The vessel was closed successfully by a 18f closure device. The patient was returned to a high-dependency monitored bed. The clinical decision for the issue was small patient anatomy with fibrotic, non-distensible arterial anatomy which was not perceived from the CT analysis.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: undersized access vessel diameters. During manufacturing, the device undergoes multiple inspections. In addition, the work order underwent functional product verification testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed without the returned device or procedural imagery. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per event description ''upon the delivery system/valve insertion. The valve remained stuck at the pelvic rim, about 5-10cm within the esheath. There was extreme push force and discomfort felt by the patient, with no forward movement of the valve system. The decision was made to abort the case and system was removed.'' Furthermore, ''the clinical decision for the issue was small patient anatomy with fibrotic, non-distensible arterial anatomy which was not perceived from the CT analysis.'' Returned imagery also confirmed the presence of undersized access vessel diameters. Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Fibrotic anatomy reacts similarly to highly calcified vessels, creating rigid and less elastic vessels which in conjunction with undersized vessels can create a constrained condition on the sheath. This constraint on the system can prevent optimal expansion and lead to increased resistance during advancement. As such available information suggests that patient factors (undersized vessel, fibrotic vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. A product risk assessment (pra) and a corrective action preventative action (CAPA) were previously initiated to capture the investigation of these type of events and drive any potential corrective/preventative actions.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to d.4 lot number and expiration date and h.4 device manufacturer date. Additional information was received. Lot number, expiration date and manufacturer date were updated. The investigation is ongoing.